Event description:
It was reported that the patient presented in clinic for routine follow up. A device interrogation was performed and found that their right ventricular (rv) lead exhibited failure to capture. A chest x-ray was performed and discovered the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout.